Manufacturer narrative:
Patient date of birth unavailable.

Event description:
A procedure commenced to extract one right ventricular (rv) lead. Using several different devices, the physician encountered stalled progression. Physician ultimately chose to use a glidelight device, model 500-303. The rv lead was extracted successfully and a new rv lead was successfully implanted. However, upon removal of the glidelight device from the body, the patient's blood pressure dropped and an effusion was seen on tee. Rescue efforts began immediately, including sternotomy. An 8cm tear to the right atrium/superior vena cava region was discovered. Repair was successful and patient survived the procedure.